Event description:
It was reported that a patient, (B)(6) female, underwent an afib - atrial fibrillation procedure, suffered cardiac tamponade which required a pericardiocentesis. Cardiac tamponade was noticed at end of right pulmonary vein ablation as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and fluid was removed from the pericardial space. The patient required extended hospitalization because of the adverse even. The physician¿s opinion regarding the cause of this adverse event is that this is might have occurred when ablation done on the posterior wall and a force spike of 91 gms was seen during ablation. It was stated that the force readings in the area was between 5 and 40. The stockert was set for 20 watts and the cool flow pump setting was 30cc/min. The customer used brk - st. Jude medical needle and 8.5 fr agilist and sl-1 (st. Jude medical) sheath during the procedure. The patient was reported to be in stable condition. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4). The concomitant products: the stockert 70 (serial # unknown), the coolflow pump (serial# unknown) ,carto 3 system (13187), the lasso d134301 (lot# 17123064l), cs d135304 (lot # 17223209m, and acunav 10135936 (0416qe117142). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an afib - atrial fibrillation procedure, suffered cardiac tamponade which required a pericardiocentesis. Cardiac tamponade was noticed at end of right pulmonary vein ablation as the patient's blood pressure dropped. The cardiac tamponade was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and fluid was removed from the pericardial space. The patient required extended hospitalization because of the adverse even. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for eeprom and biosensor functionality and carto. The catheter failed during biosensor functionality test and carto. Further examination showed that the improper condition was attributed to a potential pc board failure. Device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications but failed carto however this is not related to the event. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. In addition, a corrective action has been opened to address the potential pcb issues/intermittency.